Event description:
The customer report that they were getting error message shooting files. No pt injury was reported.

Manufacturer narrative:
The ge svc rep was not able to duplicate the error code. He pulled error logs from the workstation and found the error code. The ge rep replaced the kv control pcb, the aec pcb, and the generic I/f pcb. The system operates as intended.